Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal locking screw failed during the implantation of a proximal femoral nail antirotation (pfna). The screw did not pass through the nail. The surgeon made several attempts, but the screw went out dorsally and did not pass the nail. The surgeon ultimately removed the guiding sleeves and locked the nail free hand. This report is for one (1) unknown screw. This report is 7 of 7 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one (1) unknown screw. Additional product codes for this report include hsb. Implant/explant date: unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. PMA/510k number: unknown as there were no part or lot numbers provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of an unknown amount of time has been reported.